Event description:
This pt with a history of angina, hypertension, and smoking was admitted for coronary eval. The pt was currently taking aspirin and ticlid. Heparin was administered during the procedure. Angiography revealed a de-novo, type-c, totally occluded (cto) lesion in the mid-lad. The lesion length was approx 40mm and vessel diameter was 2.5 approx 3.0mm. Pre-dilatation was conducted with a balloon (2.0/20mm) at 14 atm for 10 seconds. The first cypher stent (2.5/18mm) was implanted at 18 atm for 20 seconds. Then a second cypher stent (3.0/23mm) was placed proximal to the first cypher and overlapping it, and was deployed to 16 atm for 15 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Ticlid was taken for one-year post procedure. Approx 34 months post index procedure, the pt complained of chest pain and came to the hospital. St-elevation was observed on ECG. Of note, the pt had discontinued aspirin therapy about one-month prior. Angiography revealed a thrombus within the previously implanted cypher stents in the mid-lad. To treat the thrombus, aspiration thrombectomy was conducted. Then a driver stent was implanted within the cypher stents. Physician's comment: the possible cause of the thrombotic event was because the pt stopped to take anti-platelet medicine and got dehydrated due to diarrhea and emesis. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance.

Manufacturer narrative:
In-stent thrombosis is a known potential outcome of coronary stenting and is multifactorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events (acute, sub-acute, and late) following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. Significant stent thrombosis predictors beyond one year (very late) consists of more biologic factors, including failed brachytherapy, chronic total occlusions, prior myocardial infarction and pt age. In this case, the pt had history of known coronary disease, hypertension, and smoking. The lesion treated was a long (40mm), complex (type-c) stenosis. These factors increase the pt's risk of a major cardiac adverse event following pci. Additionally, the pt discontinued both ticlid and aspirin therapy. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple pt, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported thrombotic event. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01982 and 9616099-2008-01985.